Event description:
It was reported that there were telemetry issues and a device overdischarge was suspected. The last time stimulation was felt and the last successful recharging session was 1 to 2 weeks ago. A physician mode recharge was being performed for a second time and the por (power on reset) was going to be cleared once the device charge level had reached 25%. Subsequent information received reported the por was cleared, the device was able to recharge, and all was okay. The cause of the overdischarge was patient compliance. Other information received reported overdischarge was due to patient non-compliance. Further information received reported an eos (end of service) / eol (end of life) message. It was reviewed that it was most likely the patient's third overdischarge.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer. (B)(4).